Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale : corrected data: h10. 6 previously reported events are included in this follow-up record. Product return status : 6 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 6 events were reported for this quarter. Product return status: 5 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 5 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by a worn/damaged rotor housing. Additional information: 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.